Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit was unable to prime then alarmed a33 at 4.0 lbs during prime/a33 test due to loose motor support disk. Unit passed displacement test. Unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to prime/fill anomaly. Ab 05-10-11 (B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 31 mg/dl. The current blood glucose level was 190 mg/dl. Insulin pump had comprised sensor alarm. The insulin pump will be returned for analysis.